Event description:
A nurse reports an error message during surgery. There was no patient injury/impact associated with this event, however, several subsequent cases were cancelled.

Manufacturer narrative:
Waiting for evaluation results.